Event description:
As reported by field clinical specialist, 23mm s3ur access and valve deployment were successful. Perclose proglide failure resulted in an unplanned cutdown for groin closure. The team did not attribute the perclose failure to any ew products. The patient was alive at the end of the procedure. The valve was successfully implanted. There was no central leak.